Manufacturer narrative:
B3: unknown; no information has been provided to date. G3: japan. D4: UDI number and g5 are unavailable. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump would alarm when the customer was in a damp environment. Per reporter the alarm resolved after five to six troubleshooting attempts. No adverse patient effects were reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. Review of the event history log (ehl) showed a high pressure alarm that occurred continuously when the pump was powered on or during operation on (B)(6) 2023. A functional test was performed and the reported issue was not duplicated. The likely caused of the reported issue was due to a possible defective downstream sensor or main board, cassette product. As a result, the downstream and upstream sensor with the main board were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.